Event description:
Customer was experiencing symptoms of low blood sugar although freestyle meter gave results of 148 mg/dl and 369 mg/dl 10 minutes apart. Customer went to the ER with symptoms of low blood glucose. They were treated with an IV and tested with the hosp meter (of an unk brand) as well as with a lab test. Customer reported that the freestyle results were 100 points higher compared to the two hosp tests. 2 days later customer had a seizure and was transported to the hosp via ambulance. Customer was again treated with an IV.